Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'air in line¿ occurred as a reload set issue. A review of the event history log revealed ¿reload set¿ on the second to last day of use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as reload set. The cause of the condition was determined to be the out of calibrated specification upstream sensor reading. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "always detects air in the tubes despite there is no air". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.